Event description:
It was reported the pt had dislocated so the surgeon decided to exchange the poly and head. The poly was worn. Unk date of original surgery due to pt being refered from another hospital.

Manufacturer narrative:
An eval of the device cannot be performed as the revised devices were sent to pathology at the hospital and were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.